Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2022 and suture was used. The suture broke after tying a few knots and the procedure was delayed 15 minutes but completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Did the same suture broke 2-3 times? Yes , interrupted technique . 2. Could you please confirm how many sutures broke during suturing? 1. 3. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Yes , around 5 min , for those knot is not secure , surgeon need to remove and resuture. 4. What tissue was being sutured when the event occurred? Subcutaneous. 5. Was additional dissection required in other organs/tissues other than the target tissue? No. 6. Was there any change in the patient¿s post operative care due to the prolonged procedure? Extra attention need to pay on due to not trustable knot suture. 7. Device return status: not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.